Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method - no product returned from user facility. MFR results - customer complaint could not be confirmed. MFR conclusions - no conclusion can be drawn.

Event description:
The 3.6 inr with protime system vs 4.8 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.